Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
A letter was received indicating the patient presented to the emergency room on (B)(6) 2010 due to inadequate shock deliveries. Further analysis revealed a defect of the pace-sense part of the lead. On (B)(6) 2010 a revision surgery was performed.